Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the difficult or delayed positioning associated with leaflet grasping resulting in entrapment of device (clip becoming stuck in anatomy) appears to be related to patient conditions (flail due to p3 chordal rupture and a3 leaflet calcification). Additionally, the single gripper actuation issue appears to be due to the leaflets being stuck on the grippers (entrapment of device). Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a gripper actuation issue and entraped clip requiring intervention. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. Grasping was attempting with the ntw clip, but the posterior leaflet did not enter firmly. Grasping was attempted again but the posterior leaflet then became caught in the gripper. Then, the anterior leaflet also became caught in the other gripper. The clip could not be unstuck, so it had to be deployed in place. The posterior gripper failed to lower, so the attachment to the posterior leaflet was weak. A second clip was then immediately implanted medially, which stabilized the first clip. Mr was reduced to grade 2. No additional information was provided.